Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a stop key not working properly. It is unknown when or at what point in the process this condition occurred. No patient injury or medical intervention was reported. The software version of this device 5.09.90, which is categorized as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.